Event description:
It was reported that the patient had complete revision surgery (B) (6)2010, due to high lead impedance and fluid found in the lead tubing. It is unknown if the fluid was found in the inner or outer tubing. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.